Event description:
It was reported that prior to use with bd microtainer® contact-activated lancet the protective cap was off of the blade, thus affecting sterility. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the cap was found to be separated.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and functional testing and upon completion, the indicated failure mode for loose cap was observed in 18 lancets. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode loose cap. Bd has initiated further root cause investigation relating to the issue of loose cap through corrective and preventive actions.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in franklin lakes, nj has been listed as htl is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd microtainer® contact-activated lancet the protective cap was off of the blade, thus affecting sterility. The following information was provided by the initial reporter, translated from japanese to english: the customer reported that the cap was found to be separated.